Manufacturer narrative:
The insulin pump passed functional test including displacement, prime, basic occlusion, occlusion and no delivery tests. No drive/motor anomaly noted. However, the insulin pump had unexpected motor noise during rewind due to faulty motor. The insulin pump had broken belt clip slot, cracked battery tube threads, reservoir tube lip, reservoir tube, reservoir tube window, case window display corner, scratched lcd window and case.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the motor is grinding inside of the insulin pump. The grinding occurs during the rewind. The blood glucose reading at the time of the event was 400 to 600 range. The blood glucose readings were high all afternoon and evening. Customer was nauseated and vomiting. Customer kept resetting the insulin pump; the motor did not sound right. Diagnosed diabetes ketoacidosis and low blood pressure. Hospital treated with IV fluid, insulin drip and other medications. Nothing further reported.